Manufacturer narrative:
For one of the pending events, the investigation determined a valve was worn, causing disturbed reagent pipetting. The follow up action for this event was replacement of the worn valve. For the other pending event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no additional follow up actions for this event.

Manufacturer narrative:
For one of the pending events, the investigation determined that an instrument issue most likely caused the event and that service actions resolved the issue. Follow up actions: the instrument was decontaminated. The degasser, heat cut filter, lamp, and cuvette were changed. Photometer check and blank cell measurements were performed with good performance. A probe and gear pump pressure were adjusted. An instrument check was performed. For the second pending event, updated information was received: for this event, instead of involving 1 patient tested with ua2 uric acid ver.2, this event involved 2 patients tested with ua2 uric acid ver.2. This patient was female, making a total of 14 female patients. The 37 events involved 95 patients instead of 94. The investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions: correct pipette washing was verified. The gear pump pressure was checked and it was ok. The mixer positioning was verified. The optical path was cleaned and checked. Precision studies were performed and these were fine. For the third pending event, the investigation stated that all analyzer performance data was within specification. No issues were identified during a review of the customer's alarm trace or pre-analytic data. The investigation did not identify a product problem. The cause of the event could not be determined. For the fourth and fifth pending events, the investigation could not identify a product problem. The cause of the event could not be determined. For the sixth pending event, the investigation could not identify a product problem. The cause of the event could not be determined. Based on the calibration and qc data, a general reagent issue could be excluded. The gear pump pressure was adjusted and sample probe was changed. B

Manufacturer narrative:
For 13 of the events, the investigation did not identify a product problem. The cause of the event could not be determined for 16 of the events, the investigation determined the service actions resolved the issue. For eight events, the investigation is ongoing. For one event, the field service engineer (fse) found the lowering of the sample probe was not acceptable. The fse adjusted and washed the sample probe. For one event, the fse found the water level on the cuvettes and water pressure low and replaced valves, nozzles, and spring holders on the rinse unit. For one event, the fse found a leaking vacuum tube in the cell rinse mechanism and replaced the rinse mechanism water supply tubing and adjusted the water flow rate. For one event, the fse adjusted the rinse mechanism dispense volumes, replaced the sample probe, checked the sample probe pipetting, and performed a precision test. For one event, the fse adjusted the rinse station and gear pump pressure. For one event, the fse flushed the rinse tubing assembly. For one event, the sample probe was replaced. For two events, the fse found a hole in the rinse mechanism vacuum tubing and replaced the tubing. For one event, the fse found a blocked vacuum tank elbow and cleaned the elbow fitting. For one event, the fse replaced the photometer lamp, the reaction cuvettes, and the sample probe. For one event, the fse adjusted the gear pump pressure and replaced the sample probe. For one event, the fse found that a cuvette nozzle on a rinse station was overflowing due to the tube connected to the nozzle being damaged by friction. For one event, the fse found one of the needles of the rinse arm was high and therefore did not perform the appropriate drying reaction cuvette. He replaced the spring and the black pin that fits in the rinse arm. For one event, the fse replaced the gear pump, pressure gauge, reagent probe, and sample probe. For one event, the field service representative cleaned and adjusted the nozzle tubings, replaced the springs for the diaphragms, and checked the alignments and rinse levels. For one event, the fse replaced the dilution unit. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial no cont'd: (B)(4).

Event description:
This report summarizes 37 malfunction events. Questionable non-reproducible results were generated by the cobas c501 analyzer. The events involved a total of 94 patients with the following: 7-alb2 albumin gen.2, 8-ca2 calcium gen.2 (ca2), 5-vanc3 vancomycin, 27-crep2 creatinine plus ver.2, 1-etoh2 ethanol gen.2, 1-lipc lipase colorimetric assay, 1-alt alanine aminotransferase, 1-mg2 magnesium gen.2++56+, 1-crej2 creatinine jaffé gen.2, 5-ldhi2 lactate dehydrogenase, 4-ggt-2 gamma-glutamyltransferase, 1- chol2 cholesterol gen.2, 29-a1c-2 tina-quant hemoglobin a1c gen.2, 1-alp2 alkaline phosphatase, 1-ua2 uric acid ver.2, 1-tpuc3 total protein urine/csf gen.3. The known patients' ages ranged from 1 day to 86 years. The known patients' weights ranged from 125 lbs to 198.4 lbs. The known patients' genders were 12 male and 13 female.